Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
The surgeon was performing a partial knee arthroplasty using the robotic arm interactive orthopedic system (rio). During the case the surgeon was not able to pass registration, they changed end effector and base array but still wouldn't pass. Then a j6 error appeared and locked the arm. The case was converted to a total knee arthroplasty. The outcome of the case was successful.

Manufacturer narrative:
Reported event: an event regarding a j6 lock up and failed rio registration involving 3.0 rio robotic arm - mics, catalog: 209999 was reported. Method and results: device history review: a review of the DHR associated with rio 325 found quality inspection procedures successfully passed. Complaint history: based on the device identification (pn 209999) the complaint databases were reviewed from 2011 to present for similar reported events regarding failed rio checkpoint and j6 lock up. There were only 4 other reported events ((B)(4)). Conclusion: per gsp 132865, the field service engineer noted: "inspected j6 cables - ok. Using microe to monitor j6 joint encoder signal, found on area that dropped to near zero which was causing the error. Cleaned j6 glass joint encoder and repeated microe test with optimal signal strength throughout range. All post testing passed and system is ready for clinical use."

Event description:
The surgeon was performing a partial knee arthroplasty using the robotic arm interactive orthopedic system (rio). During the case the surgeon was not able to pass registration, they changed end effector and base array but still wouldn't pass. Then a j6 error appeared and locked the arm. The case was converted to a total knee arthroplasty. The outcome of the case was successful.